Event description:
End-user reported red raw skin all around the stoma located under "warer's" mass, which first began approximately one (1) month ago.

Manufacturer narrative:
No lot number or product evaluation sample is available. Therefore a detailed investigation or batch review cannot be conducted. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user cleanses skin as follows: with warm water and (B)(4) soap; dries; applies no sting barrier wipes; (B)(4) powder; adapt ring and then applies wafer. End-use was provided instructions in crusting techniques by using (B)(4) powder first and then the no-sting skin protective barriers. Lastly, end-user was instructed to notify convatec with any questions or concerns. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.